Event description:
It was reported that a patient had a system error 2240 (air in set/line) alarm on their homechoice device. The patient was connected to the device at the time of the alarm for dwell five of six of peritoneal dialysis therapy. During troubleshoot, nothing unusual was noted with the supplies or the setup that could have caused or contributed to the reported alarm. The technical services representative assisted the patient with clearing the alarm. The patient planned to complete therapy using manual supplies. There was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.